Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy correctly. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved, and one of the bands was damaged.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy correctly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved, and one of the bands was damaged.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: correction: block b5 (describe event or problem).